Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had first started experiencing their device not working in october 2017. They described that they had been unable to "plug in" their cord, but noted the issue had been resolved. No further issues were noted or anticipated.

Event description:
Information was received by the consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the ins was not working. No patient symptoms were reported. No further complications were reported or anticipated.